Event description:
It was reported that a malfunction occurred on the pump, which had been splashed with a bit of water near a pool. There was no adverse impact on the customer¿s blood glucose level. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support arranged for a replacement pump with updated software to be sent to the customer. Instructions were provided on using the new pump and returning the faulty one, which the customer acknowledged and understood.